Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the ins was explanted on (B)(6)2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that it took too long to recharge. The rep had the patient change the settings from level 3 o level 4 with no improvement. The caller stated it took several (3) hours and it had been that way since the implant. It was also reported that the ins battery went low within a few hours and they had to recharge again. The patient wore the recharger belt and had excellent coupling. It was unknown if a replacement controller would resolve the issue. A replacement controller was ordered, but the ins was still depleting. On (B)(6) 2018 it took the patient 1.5 hours to charge the ins from 60%-100% then about an hour later the ins showed about 20%. On (B)(6) 2018, the patient charged the ins to 100% at 9:00 am and by 1:20 pm the ins was at 30%. It was recommended to check the energy calculator, estimate the recharge intervals, program without hd parameters, and to turn off stimulation while charging. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the cause of the long recharging time, charging too frequently, and the charge not lasting was not determined. The last report showed that the average duration of charge, from the last 10 recharge sessions, was 50 minutes every 11 hours and the connection was good. The patient had been using hd settings. The rep met with the patient to reprogram their settings and they were doing better on the recharging. The recharging percentage goes from 30 to 100 on the programmer in 1 hours, but immediately to 90 when the controller was plugged in. The patient had settings reprogrammed to see how much energy was being used to improve the recharging intervals. The patient reported that the recharging time, frequency, and charge not lasting had improved and they were happier with the new recharging intervals.

Manufacturer narrative:
Product ID (B)(4) serial# (B)(4): product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reviewed with the rep that the patient could be losing charge quality without realizing. It was reviewed that with ¿good¿ coupling, the hours reported were not unreasonable. Charge statistics were requested from the rep. The rep provided the charge statistics from (B)(6). They stated (B)(6) was the day they spent 3 hours with the patient making sure it had ¿excellent¿ coupling. The statistics showed ¿excellent¿ on (B)(6) and only ¿good¿ on (B)(6). No patient complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# : (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the cause of the patient's recharging issues was not determined. The issue had not been resolved and the doctor suggested replacing the generator and planned to do so. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97745, (B)(4) implanted: explanted: product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and manufacturing representative (rep) referencing the previous call about the patient¿s recharging issues/taking a long time to charge. It was indicated that the patient received a new controller with no lithium battery in it (empty controller). They continued that the patient was continuing to have the same issue. They stated that sometimes it took them three hours to charge their device with excellent coupling. The rep indicated that they were now with the patient. They stated that the patient was at 30 percent and within a 1 hour and 10-minute interval the charging level only moved up to 50 percent with excellent coupling and the recharge mode set to 4. It was reported that the controller lithium battery before charging was at 100 percent and it was now at 70 percent. It was reported that now (at 1 hour and 17 minutes) the ins battery charge moved from 30 percent to 60 percent. The rep/patient was redirected to follow-up with the healthcare provider. It was reported that the rep had a spare recharger. They stated that they would try to use the recharger antenna with the old controller/lithium battery pack. There were no symptoms reported. It was reported that the event occurred in early (B)(6) 2018. Additional information was received from the rep later the same day to follow-up after charging with a new recharger. It was reported that with the patient¿s old system they were charging for an hour and 23 minutes from 30 percent to 60 percent at mode 4 and excellent coupling. They stated that when they switched out to a brand new recharger and using the patient¿s old controller and lithium battery they charged for 15 minutes with mode 4 and excellent coupling and the ins charge did not advance, stayed at 60 percent. It was reported that they continued to charge for a total of 40 minutes and it advanced to 70 percent. It was reported that they then used a brand new patient controller with a brand new lithium battery and brand new recharger and at mode 4 with excellent coupling the patient charged 30 minutes and the charging level went from 70 percent to 80 percent. It was reported that the rep started charging with the patient at 11:50am until 2:05 pm (2 hours and 15 minutes) and the battery went from 30 percent and advanced to 80 percent with excellent coupling on mode 4. The patient was programmed on 2+3- 600 pw/200hz/5.5ma. They were reprogrammed to 0-1-2+3+ 680pw/60hz/5.8ma. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 97745, serial# (B)(4), product type: programmer, patient. Analysis of the implantable neurostimulator 97715 (serial # (B)(4)) found the device passed all testing an no anomalies were identified. Due to imdrf harmonization, previously submitted device, method, result, and conclusion codes related to this event have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 97745, serial# (B)(4), product type: programmer, patient. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and manufacturing representative (rep) referencing the previous call about the patient¿s recharging issues/taking a long time to charge. It was indicated that the patient received a new controller with no lithium battery in it (empty controller). They continued that the patient was continuing to have the same issue. They stated that sometimes it took them three hours to charge their device with excellent coupling. The rep indicated that they were now with the patient and spent almost 3 hours to try and troubleshoot. They stated that the patient was at 30% and within a 1 hour and 10-minute interval the charging level only moved up to 50% with excellent coupling and the recharge mode set to 4. It was reported that the controller lithium battery before charging was at 100% and it was now at 70%. It was reported that now (at 1 hour and 17 minutes) the ins battery charge moved from 30% to 60%. The rep/patient was redirected to follow-up with the healthcare provider. It was reported that the rep had a spare recharger. They stated that they would try to use the recharger antenna with the old controller/lithium battery pack. There were no symptoms reported. It was reported that the event occurred in early (B)(6) 2018. Additional information was received from the rep later the same day to follow-up after charging with a new recharger. It was reported that with the patient¿s old system they were charging for an hour and 23 minutes from 30%to 60% at mode 4 and excellent coupling. They stated that when they switched out to a brand new recharger and using the patient¿s old controller and lithium battery they charged for 15 minutes with mode 4 and excellent coupling and the ins charge did not advance, stayed at 60%. It was reported that they continued to charge for a total of 40 minutes and it advanced to 70%. It was reported that they then used a brand new patient controller with a brand new lithium battery and brand new recharger and at mode 4 with excellent coupling the patient charged 30 minutes and the charging level went from 70% to 80%. It was reported that the rep started charging with the patient at 11:50am until 2:05 pm (2 hours and 15 minutes) and the battery went from 30% and advanced to 80 % with excellent coupling on mode 4. The patient was programmed on 2+3- 600 pw/200hz/5.5ma. They were reprogrammed to 0-1-2+3+ 680pw/60hz/5.8ma. The long recharge time cause was not determined and had not resolved. No further complications were reported/anticipated. Additional information was received from the manufacturing representative (rep). It was reviewed with the rep that the patient could be losing charge quality without realizing. It was reviewed that with ¿good¿ coupling, the hours reported were not unreasonable. Charge statistics were requested from the rep. The rep provided the charge statistics from (B)(6) and (B)(6). They stated (B)(6) was the day they spent 3 hours with the patient making sure it had ¿excellent¿ coupling. The statistics showed ¿excellent¿ on (B)(6) and only ¿good¿ on (B)(6). No patient complications were reported as a result of this event. Additional information was received and it was reported that the cause of the patient's recharging issues was not determined. The issue had not been resolved and the doctor suggested replacing the generator and planned to do so. No further complications were reported or anticipated.